Event description:
It was reported that the colonovideoscope had a faulty image with interference/lines. The issue was found during installation. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the reported noise in the image occurred due to a corroded plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.